Manufacturer narrative:
The investigation determined the root cause was the failure of the vacuum system. The issue was resolved by the service actions.

Manufacturer narrative:
An ise check was performed and recovery was poor as ise solution was not being completely removed from the dilution vessel. Vacuum and waste valves were replaced. The vacuum line was also flushed with bleach. As a preventive measure, the dilution nozzle was adjusted and the reference electrode was replaced. Calibration and controls passed. Precision studies recovered within specifications. This event occurred in (B)(6).

Event description:
The initial reporter stated they started receiving ise noise alarms on their cobas 8000 ise module in (B)(6) 2019. On (B)(6) 2019, the field service engineer replaced all electrodes, sipper tubing, sipper probe, and pinch tubing. The vacuum nozzle and ise vessel were cleaned. Ise checks were found to be erratic, so the engineer replaced valve assemblies and cleaned/unclogged the vacuum cones. Precision studies, ise check, and controls passed. During the morning of (B)(6) 2019, the reporter said they received discrepant results for 26 patient samples tested with ise indirect na for gen.2. One of the twenty six samples also had discrepant results for ise indirect cl for gen.2 and a second of the twenty six samples also had discrepant results for ise indirect k for gen.2. Initial results for these samples were reported outside of the laboratory to the doctor. The samples were repeated on a second analyzer and patient reports were amended. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.